Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer either resumed insulin or changed out pump supplies to address the alarm and resumed insulin delivery. No reported impact to the customer¿s blood glucose level.